Event description:
Contact reports an l4-l5 anterior discectomy and disc arthroplasty was performed in 2005 using charite disc. Patient came for 3 weeks post op follow up with no back pain. The doctor took films and discovered the subsidence on the l-s inferior endplate. Patient had revision surgery and was fused posteriorly with screws and rods. The charite disc was left in place.